Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-05765. Follow-up information revealed the patient has effective therapy following the procedure and the issue is resolved.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05765.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05765. It was reported both of the patient's leads had migrated. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced.